Manufacturer narrative:
Manufacturer is retrieving and review the manufacturing documents. A follow up report will be provided upon completion of this investigation.

Event description:
Manufacturer was informed of the following event through perceval japan clinical study. Based on the information available, a perceval valve size s which was implanted on (B)(6) 2019, was explanted on (B)(6) 2023 since the dysfunction of the valve and stenosis were noted. As reported, the patient outcome was good. Based on the further information received, the valve was explanted due to svd. Leaflets were calcified and the movement of the valve was not good. Reportedly, decreased mobility of valve leaflets on echocardiography was noted in 2022. Patient has dyslipidemia, and chronic renal insufficiency (dialysis). Reportedly, in echocardiography performed in 2021, it was noted that aortic valve flow velocity was 3m/s. Based on the medical judgement received, dysfunction is due to time-related deterioration of the valve.

Manufacturer narrative:
The manufacturing and material records for the percival heart valve and stent, model #: icv1208, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model#: icv1208) percival heart valve at the time of manufacture and release. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this percival s valve. However, little clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the percival IFU. The event is, therefore, a known inherent risk of the device. This was also confirmed by the medical judgment received (i.e., ''dysfunction is due to time-related deterioration of the valve'').

Manufacturer narrative:
H3 other text : unknown disposition

Event description:
Manufacturer was informed of the following event through perceval japan clinical study. Based on the information available, a perceval valve size s which was implanted on (B)(6) 2019, was explanted on (B)(6) 2023 since the dysfunction of the valve was noted. As reported, the patient outcome was good. No further information is available at this time.